Event description:
It was reported that the scope connection pin was broken when using the video processor. There was no patient harm associated with the event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction fields: b5 and g2 (unmark distributor). Additional information added to field h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint the scope connection pin was broken when using the video processor was confirmed. Based on the results of the investigation, a definitive root cause could not be determined olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a therapeutic procedure.